Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received multiple shocks and blinking. It was undetermined if the shocks were appropriate or not. Patient contacted technical services (ts) and health care professional (hcp). No additional adverse patient effects were reported. Currently, this ICD remains in service.